Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv shock due to suspected lead noise. Patient will be scheduled for an in-clinic visit for further lead testing.